Event description:
It was reported that cassette sensor is intermittent on a smiths medical cadd pump.

Manufacturer narrative:
Returned device was received in good physical condition with a scratched screen. During the evaluation of the device, the alarm could not be duplicated by analysts. No fault found was found with the returned device. The upstream and downstream sensors were recalibrated as preventive measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.